Event description:
It was reported that the pt was admitted to the hospital for unspecified infection symptoms. The pt's device system was removed due to the infection a few days after the hospital admission. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.